Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an increased sensing integrity counter (sic) on particular dates. Electromagnetic interference on the implantable cardioverter defibrillator (ICD) was suspected. The device remains in use. No patient complications have been reported as a result of this event.